Manufacturer narrative:
A steris service technician inspected the sterilizer and found water to be leaking from the back of the unit. The water leak was originating from the tubing on the pump flow control. The technician further inspected the unit and found the door lock cylinder to be leaking steam. The technician repaired the unit and confirmed it to be operating properly. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their sterilizer. No injuries were reported.